Event description:
(B)(4). The stopcock broke off the ventricular drain. No harm to patient.

Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). This is a duplicate report to 2023988-2026-00017. Ref to natus complaint # (B)(4). Further updates and investigation details will be documented under report# 2023988-2026-00017.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). (B)(4) rev 13 risk analysis spreadsheet - eds 3 external drainage system hazard 4.36 - stopcock valve unable to turn / rotate and/or handle breakage effect (harm): delay in patient treatment, over / under drainage of csf and infection residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Reference to capa005781. Further investigation to be carried out.

Event description:
Nt821731c - the stopcock broke off the ventricular drain. No harm to patient.